Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact details: (B)(6). It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) broken fiber optic connection. Getinge field service engineer (fse) replaced cable assy,fo sensor extension, display mounting assy, assembly, wheels cable, pneu mod to backplane parts per customer request and performed pm same service visit. Unit passes all functional checks and returned to clinical use. No patient involvement. The failure analysis and testing department received the following parts associated with this complaint: ram cbl assy, fo sensor extension. Display mounting assy. Cable, pneumatics interface to backplane. These parts were received with a reported unit failure message of physically damaged parts. Performed visual inspection of all parts received and found all parts were damaged and not functional properly. Please see attached pictures. Blue connector cover was damaged of cbl assy, fo sensor extension.lock and unlock mechanism was not working properly of display mounting assy. Connector and cables were damaged of cable, pneumatics interface to backplane. The failure analysis and testing department verified the failure message of damaged parts. Retaining all parts in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) broken fiber optic connection. There was no patient involvement reported.